Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the surgeon used the variable angle (va) dynamic hip plate with double plating for a patient with a comminuted fracture. While fixing the medial plate onto the patient, two va locking screws were inserted. The surgeon wished to remove one of the screws but the head of the screw was broken away and the shaft was left inside the bone, at the humerus shaft area. The surgeon was unsuccessful at removing the shaft because the plate had been fixed and there were no proper removal instruments. While fixing the dorsolateral plate in the patient, another screw with a spoilt recess was not able to be inserted further. The surgeon was unsuccessful at reversing the screw. Both screws were left in the patient along with the plate. The surgery was delayed approximately 30 mins to an hour. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Without a lot number, the device history records review could not be completed.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The measurable dimensions of the screw head were, as far as possible, checked and found to be in compliance with the technical drawings and ao/asif specification. The microscopic investigation of the broken surface shows a typical fracture appearance of a forced rupture caused during mechanical overload. No product or material related fault was found. Placeholder.